Event description:
Reportedly, the patient is presenting with tricuspid regurgitation and the surgeon is requesting an evaluation of an echo series. The device currently remains implanted and the surgeon is requesting guidance on what may be causing the regurgitation. On (B)(6) 2011, the patient had a 30mm physio ring implanted to the mitral position and a ce perimount 29mm valve implanted to the tricuspid position. Patient has developed tricuspid regurgitation because one cusp is not opening and closing. Echo cds provided include 7 exams from admission on (B)(6) 2011 through the follow up tee on (B)(6) 2012. No patient information or patient condition has been provided. No date is scheduled for explant of this device.

Manufacturer narrative:
Device not returned. No serial number has been made available; therefore, the device history record (DHR) review cannot be done. The device remains implanted; therefore, the device is not available for return and evaluation. The echocardiography exams, which were provided by the customer, have been interpreted by an independent consultant. The exam impressions and summary have been provided to the customer. At this time, edwards lifesciences has not been informed of any plans to explant of this device or of any medical regime to manage the reported tricuspid regurgitation.